Manufacturer narrative:
Our field service engineer(fse) was dispatched to the site and examined the ventilator system. The customer states that there was a water leak in the ceiling above the ventilator that caused a distortion on the ventilator screen (monitor). The fse was however, not able to reproduce the distortion, but found sustained water damage on parts on the monitor. The fse performed cleaning inside the monitor housing, ran several pre-use, functions, and safety checks all of which passed. After these performed actions, the ventilator was returned for clinical use. No parts were exchanged in the ventilator. The device logs were downloaded. Our device logs evaluation showed that there was an alarm regarding a technical error logged in the ventilator system at the time of 04:16, on the same date as the reported date of event, indicating that the ventilation had stopped. Our investigation has not been able to establish if the technical error is related to the water damage or not. According to the service manual, the recommended action is to exchange the control pc-board. The root cause for the technical error has not been established.

Event description:
It was reported that a ventilator had sustained water damage due to a leak in the ceiling. There was no patient injury reported. (B)(4).